Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist advised them to stop treatment. They have multiple cavities, ulcers, receding gums, gingivitis and more. The treatment is making all these worse.this is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.